Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-06339, 2134265-2016-07135, and 2134265-2016-07146. It was reported that myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2016, patient presented due to acute inferior st elevation myocardial infarction (stemi) in evolution. Vascular access was obtained via the left common femoral region utilizing modified seldinger technique with a micropuncture system. This was obtained without difficulty and exchanged out for a 6fr sheath and wire traversed into the aorta. Subsequently, left ventriculography, coronary angiography, and bypass graft angiography were performed. After visualization of the lesion in the right coronary bed, it was decided to pursue emergent percutaneous revascularization. The patient was then placed on unfractionated heparin for systemic anticoagulation. A 0.014 choice floppy guide wire was advanced in the distal portion of the right posterior descending artery (rpda) bed. Once it was present there, a 2.0 x 20 balloon catheter was advanced across to prepare the lesion. This was inflated multiple times and there did appear to be some clots remaining, so a non-bsc thrombus aspiration catheter was run through which did pull out some red clot. At this time it was decided to go ahead and revascularize the rpda if there was no vasospasm, so nitroglycerin was administered which did not show evidence of vasospasm. A 2.25 x 8mm promus premier¿ drug-eluting stent was advanced down the territory and was deployed at 12 atmospheres. The entire lesion was not covered by that, so another 2.25 x 8mm promus premier¿ drug-eluting stent was advanced and deployed at 12 atmospheres, into the very ostium of the rpda which did trap the entire lesion. Balloon was removed and attention was then turned to the mid segment where a 2.5 x 20mm promus premier¿ drug-eluting stent was advanced and deployed at 14 atmospheres, across the area that had clot and with significant disease. The balloon was removed and attention was then turned to the proximal vessel where a 2.75 x 20mm promus premier¿ drug-eluting stent was advanced and deployed at 14 atmospheres to cover the entire narrowing region. There did appear to be some amount of stent expansion proximally, so a 3.0 x 15mm quantum balloon catheter was advanced across that region and inflated multiple times up to 14 atmospheres to ensure adequate stent expansion. At this point follow-up angiography showed less than 10% residual stenosis in the area stented with timi3 flow in the right coronary bed and no evidence of perforation, dissection or other complication. Three days after, patient was brought to the catheterization laboratory emergently secondary to inferior wall myocardial infarction (mi). The patient was prepped and draped in sterile fashion. Vascular access was obtained in the right common femoral artery utilizing modified seldinger technique and micropuncture system. A 6fr introducer sheath was inserted after anesthetizing with 10cc lidocaine. A 100% occlusion of the rca was identified and interventional case was started. After a 6 fr jr-4 guide catheter and a long non-bsc wire crossed the lesion, a 2.0 x 20 balloon catheter was advanced and performed multiple balloon angioplasties to reestablish flow. Patient's pain decreased and aggrastat bolus as well as cardene intra-arterial were administered, secondary to thrombus burden. Optical coherence tomography (oct) of the vessel was then performed. Results indicated that the majority of the previous stent placed was apposed nicely against the wall. There was a lot of excess thrombus burden identified within the stented area which was proximal to mid-vessel. There was a small area of dissection within the stent; however, this was not thought to have caused the complete occlusion. There was an area at around mid-stent that was very slightly malapposed. Otherwise, stent apposition looked just fine. There are no edge dissections noted. The remainder of the artery proximal and distal to stent edges also was without any significant disease. After findings from oct, multiple balloon angioplasties were performed with a 2.75 x 20 balloon catheter inflated up to 20 atmospheres. Aspiration thrombectomy was then performed with about 20cc aspirated. Balloon angioplasty was also performed with a 2.75 x 20 noncompliant quantum balloon catheter all the way from proximal to distal within the stents. Angiographic results were achieved. At the end of the procedure there was no evidence of any thrombus advancement down the remainder of the artery. No evidence of edge dissection. A 100% occlusion reduced to 0% with timi3 flow. On the following day, relook angiography of the rca was performed and the area of plaque burden in the proximal edge of the stent had resolved. No need for further intervention and the patient was discharged.